Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a balloon-occluded retrograde transvenous obliteration (brto) treatment procedure, a balloon rupture occurred. The patient was undergoing treatment in the gastric varices. The 7/2/65 occlusion balloon catheter was advanced and during the first inflation to 11.3mm / 0.5ml, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a balloon-occluded retrograde transvenous obliteration (brto) treatment procedure, a balloon rupture occurred. The patient was undergoing treatment in the gastric varices. The 7/2/65 occlusion balloon catheter was advanced and during the first inflation to 11.3mm / 0.5ml, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed a kink 5.5cm from the distal tip. The balloon was found to be burst near the distal bond. Both proximal and distal balloon bonds were examined and found to meet the required bond length specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).